Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported? Can specific patient demographics be provided for the subjects of this article? If so, please also include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Are there devices available to be returned for analysis? What do you mean by suture erosion? Did the suture break post-op/? Or was there any suture fraying/untying post-op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What was the date of the re-operation? Any change in the patients post-operative course as a result? Are any unopened samples of the same lot number available for analysis?

Event description:
It was reported in a journal article that the patient underwent a transscleral fixation of single-piece foldable acrylic lens with eyelets at the optic-haptic junction procedure on unknown date and the suture was used. During the procedure, the suture was inserted through scleral beds and a loop of suture was pulled out using a sinskey hook and cut in the middle through the clear corneal incision. The suture ends were tied at the eyelets located at the optic-haptic junction of the envista iol. The iol was then folded and inserted into the eye through the cci. The sutures were pulled at the side of the sclera, and the iol was centered and tightened in place. Following the procedure, the suture breakage occurred. Additional information has been requested.